Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened sample was provided for evaluation. Visual evaluation of all components did not confirm any damage or defects of the returned sample. Thereafter, the catheter was pull tested per specification with passing results of 3.32 lbs. Based on the investigation finding, the sample met internal specification; therefore, the reported defect was not confirmed to be related to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: "while the dr had the needle threaded in the catheter, he pulled back on the catheter to position it and began to separate. The catheter did not fully separate or break into multiple pieces. He was able to successfully retrieve all pieces of the catheter using c-arm xray verification and subsequently there was no harm to the patient. ".